Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer experienced low blood glucose ( bg 37 mg/dl) and customer went into a diabetic ketoacidosis coma. Paramedics transported customer to the emergency room (ER). Customer was treated with glucagon. After 4-5 hours, customer was discharged from ER in stable condition. Bg was 306 mg/dl. Customer believed the pump personal profile settings were not correct for his body and was receiving too much basal insulin. Customer did not allege any issues against the pump or pump supplies. Customer reverted to using manual insulin injections. After 2 weeks, customer resumed pump therapy. Reportedly, customer discussed pump settings with tandem clinical diabetes specialist and their healthcare provider.